Event description:
It was reported that the patient experienced urinary retention, scrotal swelling and cuff erosion with an artificial urinary sphincter (aus) leading to the device being removed and replaced with a new system. It was indicated that there was no catheter placement, adjuvant radiation or other procedures prior to the cuff erosion. There were no documented malfunctions associated with the explanted device. The patient did not experience any problems following the procedure.

Event description:
It was reported that the patient experienced urinary retention, scrotal swelling and cuff erosion with an artificial urinary sphincter (aus) leading to the device being removed and replaced with a new system. It was indicated that there was no catheter placement, adjuvant radiation or other procedures prior to the cuff erosion. There were no documented malfunctions associated with the explanted device. The patient did not experience any problems following the procedure.

Manufacturer narrative:
H2, h3, h6, h10 updated. Device evaluated by MFR: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because of unknown product specifications. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. A product malfunction could not be confirmed as the most probable cause of the reported events through product analysis.